Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results with the ID now covid-19 assay with multiple patients on multiple dates. The customer reported false positive results with the ID now covid-19 assay performed on (B)(6) 2021 and (B)(6) 2021 using a direct tested nasal kitted swab. Confirmation testing on nasopharyngeal swabs was performed on (B)(6) 2021 and (B)(6)2021 using a qualitative test, this generated a negative result. The customer stated that the patient was symptomatic. No additional patient information, including treatment and outcome was provided. Per the customer this event involved a nursing home patient. "Thinking it was a variant, was sent to state. They ran the pcr and it was not-detected." The customer confirmed there was a delay and/or impact of treatment due to results.

Manufacturer narrative:
Additional information received from the customer identified that both a direct sample and sample in viral transport medium (vtm) were collected for the patient's testing. After further review if the record it was determined the false positive event and confirmation testing occurred on (B)(6) 2021.

Manufacturer narrative:
Additional information: testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m144092 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: m144092, test base part number 190-430 / lot: m144092. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m144092 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination.